Event description:
It was reported by service report that the bed is drifting down and has no power. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lift motor drive tube, missing fuses.